Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) started failing after one and a half years after implant. The bulb feels hard and does not pop and the noise of deflating can be heard. The patient thinks that the pump valve is stuck open which does not allow the implant to remain inflated. The patient visited his doctor for assessment and it was determined that the device has a leak and the solution is to replace the device. The patient would like to verify if boston scientific will cover the cost of the new implant.